Event description:
A (B)(6) result for (B)(6) was obtained on an advia centaur xp instrument. The initial result was (B)(6) and was reported to the physician(s). The same sample was run on an alternate instrument in the laboratory and a (B)(6) result was obtained. The same sample was run a third time on the original instrument and a (B)(6) result was obtained. The patient was known to be (B)(6). A corrected result report was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the single (B)(6) is unknown. The fse checked the alignment of the sample probe and did not find any issues. The fse ran quality control and performed a precision test with patient samples with good results. The instrument is performing within specifications. Further evaluation of the device is not required.